Manufacturer narrative:
The lead has not been returned at this time. If the device is returned, analysis will be performed and this report will be updated.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited high pacing threshold measurements and dislodgement. The lead was subsequently explanted and replaced. No additional adverse patient effects were reported.